Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 20 occurred during basal delivery with multiple cartridges. Additionally, it was reported that an empty cartridge alarm occurred and that the pump shut off unexpectedly. Customer's blood glucose was 215 mg/dl. The customer reverted to manual injections for insulin therapy. Customer declined troubleshooting with tandem technical support.